Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer treated their high blood glucose reading manually with novalog. Customer also reported critical pump error and blank display. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 48 confirmed in history file, problem isolated to electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify replace battery now alarm due to critical pump error. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.